Event description:
It was reported the patient wished she never had the pump put in and that the ¿pump had never done any good.¿ it was noted the pump was on a very low dose. It was also reported the dose was raised, but it did not do any good because it affected the patient¿s kidneys. It was mentioned the patient had 38 months left on the pump. The pump was being used to deliver baclofen. It was later reported that the device system was removed. The patient¿s family wanted the pump removed. The patient¿s mother had stated that it ¿never worked¿ for the patient. The surgeon denied any issues with the pump or catheter. The surgeon removed the pump and catheter at the family¿s request. It was also reported the surgeon didn¿t feel product inspection was necessary, the reservoir volume when removed was 3ml and the expected reservoir volume had been 2.5ml. No catheter issues were noted. There were reportedly no patient symptoms or complications associated with the event. The patient status at the time of this report was listed as ¿alive ¿ no injury¿. Nothing would be returned as the customer discarded the device system.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: catheter. (B)(4).